Event description:
Pt came in with symptoms of vena cava thrombosis. On visualization, complete ivc thrombosis was noted. The feet of the filter appear to have penetrated the vessel walls. The pt coded on the table.

Manufacturer narrative:
(B)(4). We have conducted an investigation based on the available info. Since no product or images are available, the investigation is based only on the very limited info provided. Implant period is unk and also it is unk if the pt had any kind of treatment, which could have exposed the filter to manipulation during the implant period. Therefore, difficult to comment on the feet of the filter appear to have penetrated the vessel walls. Filter perforation of the vena cava wall is a well known risk. Based on the limited info, we are unable to conclude the exact root cause to this event. However, it is very unlikely that a filter perforation should lead to such serious complications. Nothing further is initiated since the description does not indicate presence of device failure. We will continue to monitor for similar events.